Manufacturer narrative:
As product was not returned and the test strip lot reported with complaint is unknown, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer called adc customer service on (B)(6), 2015 to request assistance with several issues with his fs insulinx meter. Customer further reported he received a reading of "16 mg/dl" (this reading is outside the assay range of this meter) and "passed out", noting he was hospitalized due to his low reading. Customer became frustrated when he learned that his meter had been re-called and declined to continue troubleshooting, so no further information was provided. There was no report of death or permanent injury associated with this event.